Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found. It was noted that the grommet was damaged and there was foreign material on the set screw.

Event description:
It was reported that there was noise on the device after implant, and that the device made a noise. The device was not implanted. No patient complications have been reported as a result of this event.